Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant to be separated from the pusher with no signs of activation on the heater coil. The heater coil was found damaged and compressed upon receiving. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during procedure for embolization of a gastroduodenal artery (gda), the embolization coil implant hooked on edge of micorocatheter and unraveled. The coil stretched from the gda in the hepatic artey to the right iliac artery. No secondary intervention was taken and the coil was left in the patient as is.